Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. Smoke like echo was severe and the grade was about 4. A 33mm watchman laa closure device was implanted with a complete seal noted, and the patient was discharged with direct anticoagulant medication (doac) and aspirin. At the 45 day follow up, the transesophageal echocardiogram (tee) confirmed there was no thrombus or leak observed and doac was stopped and switched to dual antiplatelet therapy (dapt). At the six month follow up, CT imaging was performed. There was no thrombus or leak noted, so the patient's mediation was switched to single antiplatelet therapy (sapt). At the one year follow up, thrombosis was noted on the entire surface of the device and confirmed on all angles at 0, 45, 90, and 130 degrees. The patient was hospitalized and administered warfarin. There was no leak or gap observed upon tee, but severe smoke like echo was observed (grade 4). There were no neurological symptoms. Once prothrombin time - international normalized ratio (pt-inr) will be controlled, the patient will be discharged. A follow-up tee will be performed 45 days later.